Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator could not be interrogated at a routine follow-up. The device was in backup vvi. As the battery status was unknown, further troubleshooting could not be performed. The pulse generator was explanted and replaced due to unresolved backup vvi status.